Manufacturer narrative:
New information received. The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined.

Event description:
Additional information was received on 05/22//2017 via prescription. It was reported that the patient was also prescribed cefazolin 50mg/ml. Additional information was received on 05/26/2017 via fax. As per explanation of benefits (eob), it was reported that the patient underwent a procedure to remove an eyelid lesion on (B)(6) 2017. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number (B)(4).

Event description:
It was reported by a female patient on (B)(6) 2017 via telephone that she used a brand new contact lens in her right eye (od). The patient reported that on (B)(6) 2017, she visited an eye care professional (ecp) and was diagnosed with an ¿abrasion¿ and was given an unspecified antibiotic for an unspecified duration which reportedly did not help. On (B)(6) 2017, the patient was referred to a medical center where she was diagnosed with ¿severe ulcer, infection¿ (unspecified location). She was prescribed unspecified eye drops for an unspecified duration. The patient mentioned that ¿the symptoms happened due to the contacts¿. Additional information was received via medical records from the ecp who initially diagnosed the patient with an abrasion, as above on (B)(6) 2017. As per medical record's history of present illness, it was reported that a (B)(6) female patient came to the doctor's office on (B)(6) 2017 and was evaluated for itching/burning in the right eye (od) which started about a day ago. The itching/burning occurred always, with sudden onset, the symptom was all the time and the condition was moderate. The patient reported that she removed the contact lenses the night prior and the od started to itch and burn and did not stop. It was reported that the patient's visual acuity (va) was stable with eyeglasses on, but the eye kept watering. Slit lamp examination done on (B)(6) 2017 revealed 2+ injection in conjunctiva (od), circular abrasion to pupil and positive corneal staining in cornea (od). The patient was prescribed with cyclopentolate 1% eye drops two times everyday for four days into od for pain if needed, tobramycin 0.3% eye ointment four times everyday for five days. The patient was diagnosed with conjunctiva and corneal abrasion without foreign body, right eye. The patient was ordered to return for follow up visit as needed. On (B)(6) 2017, the patient returned for a three day follow up visit due to abrasion, conjunctiva od. The patient complained that od has worsened since last visit ¿like cloud over the eye.¿ it was noted that the pain and irritation seemed to have dissipated since a few days prior. There was visible redness with white spot over the pupil. The patient was prescribed tobramycin four times a day in od. Physical examination noted that the patient was positive for the constitutional observation of irritability. Slit lamp examination done on (B)(6) 2017 revealed 3+ injection in the conjunctiva and 2+ edema and positive corneal staining (od). The patient was diagnosed with marginal corneal ulcer, right eye, temporal to pupil in location. Additional information was received from the treating medical clinic for whom the patient subsequently saw for treatment of her corneal ulcer, in the form of billing statements. From these statements, it can be seen that the patient was seen on the following dates with the following diagnoses provided per ICD-10 code assigned: patient was seen for office visit on (B)(6) 2017, diagnosed with h16.011 (central corneal ulcer). Patient was seen for office visit on (B)(6) 2017, diagnosed with h16.011 (central corneal ulcer). Patient was seen for office visit on (B)(6) 2017, diagnosed with h16.011 (central corneal ulcer). Patient was seen for office visit on (B)(6) 2017, diagnosed with h16.011 (central corneal ulcer). Patient was seen for office visit on (B)(6) 2017, diagnosed with h16.011 (central corneal ulcer). Patient was seen for office visit on (B)(6) 2017, diagnosed with h16.011 (central corneal ulcer). Patient was seen for office visit on (B)(6) 2017, diagnosed with h16.011 (central corneal ulcer). Patient was seen for office visit on (B)(6) 2017, diagnosed with h16.011 (central corneal ulcer). Patient was seen for office visit on (B)(6) 2017, diagnosed with h02.9 (unspecified disorder of the eyelid). Additional information was received on 05/15/2017 via medical records. The patient was prescribed with the following medication. (B)(6) 2017 - ofloxacin 0.3% eye drops, (B)(6) 2017 - prednisolone ac 1% eye drop, (B)(6) 2017 - polymyxin b-tmp eye drops, (B)(6) 2017 - ciloxan 0.3% ointment, (B)(6) 2017 - tobramycin 0.3% eye drops. Additional information has been requested but not yet received.

Event description:
Additional information was received via telephone call on (B)(6) 2017. It was reported that the symptoms in the right eye have been resolved and the patient has resumed wearing contact lenses. Additional information has been requested but not yet received.